Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the product noted the handle was bound, there was proper timing, and there was a tack protruding. Pmv performed functional testing which included removing the shaft from the handle. The handle was actuated but was binding at the fully fired position. Engineering was able to confirm the assembly mechanism cycled, but the trigger jammed in the full firing position. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of a bent helix impeding the mechanism to cycle smoothly as intended. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during laparoscopic hysteropexy procedure, the device was broken. Another product was opened to complete the case. There was no patient injury.